Event description:
It was reported that the encode abutment did not seat in the implant. No issue with implant. They were able to complete with another abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4).